Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a low blood glucose event and reported the pump was delivering excessive insulin, with the pump displaying a message indicating high bolus delivery. The event involved product(s) unomedical,unk_sensor,unk_reservoir,mmt-1884. Troubleshooting was performed and the customer has type 2 diabetes and reported no additional prescription medications. The insulin pump system had been in use within 48 hours prior to the event with auto mode/smartguard active. Troubleshooting was performed including review of infusion set change, reservoir inspection, pump programming, and completion of a displacement verification test, which passed. The customer reported previously undergoing an x-ray without removing the pump or infusion set. The customer was advised to discontinue pump use, revert to a back-up plan per healthcare provider instructions, and place the pump in storage mode. No further customer complications were reported. The product replacement and return policy was reviewed and the customer indicated understanding unomedical,unk_sensor,unk_reservoir,mmt-1884. Frn-mmt-unk-rsvr, ozp-mmt-unk-snsr, unomed inf set.